Event description:
It was reported the patient experienced a shocking sensation at the ipg site. The patient still has effective pain relief. Impedances were within normal limits. An x-ray was advised as the next course of action. Follow-up revealed x-rays have not been taken at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.